Event description:
It was reported that the patient experienced an allergic reaction to the adhesive while wearing the pod between 37 and 48 hours. The patient was prescribed hydrocortisone cream.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's adhesive allergic reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in an allergic reaction at the infusion site. The exact cause of the reported skin condition could not be determined. The adhesive heat stakes were found to be misaligned on the bottom side welds of the pod. However the adhesive pad was still attached on the pod when the device was received in the lab. It was concluded that the misalignment did not contributed the reported allergic reaction.